Manufacturer narrative:
Complaints of this nature are being investigated.

Event description:
The surgeon attempted to implant a cc4204bp collamer lens. As the lens was being implanted into the eye. The surgeon noticed that the lens leading haptic was torn. The lens was partially into the eye and was removed prior to being fully implanted. No pt injury.